Event description:
The nurse reported that equipment failed to recognize the silicone oil pipeline during the vitrectomy surgery. The surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned product was visually inspected, and no obvious defects were observed. A console representing the current software version was used to test the product. The console did not recognize the viscous fluid control (vfc) connector radio frequency identification (rfid) tag and generated system message 1214 indicating the vfc is not recognized. A block reader was then used to interrogate the rfid's programmed information, and the rfid's contained no written data (0's in blocks). As a result the vfc rfid was not recognized on the console. This observed issue caused or contributed to the customer¿s experience. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer's complaint is related to operator error and material movement during rfid testing. The vfc rfid was not programmed during assembly. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).